Manufacturer narrative:
(B)(4). Field service representative (fsr) went onsite to evaluate the device. The fsr confirmed that the device displayed transducer fault alarm and noticed that the exhalation flow sensor was not positioned or locked. After correctly seating the exhalation flow sensor, the measured tidal volume readings were above specifications. The fsr replaced the exhalation flow sensor and that resolved the reported issue. After performing operation verification procedure (ovp) and user verification test (uvt), the device was returned to the customer operating to service specifications. The suspect device has not been received at this time by carefusion. If the device is returned then a supplemental report will be submitted after an investigation is completed.

Event description:
The customer reported that the suspect vela ventilator displayed transducer fault alarm and shut off after five minutes while in use with a patient. There was no harm to any patient or clinician in association with the reported complaint.